Event description:
Patient was revised to address poly wear.

Manufacturer narrative:
Examination of the submitted device confirmed polyethylene wear. Product info required to review the device history records was not provided. The investigation could not draw any conclusions about the reported polyethylene wear, however, polyethylene wear after approximately 18-years of implantation should not be unexpected. Based on the performed investigation findings, a need for corrective action is not indicated. In addition, the product code is a discontinued item. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.